Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. Light guide lens glue may have been peeled off by physical stress such as hitting/dropping distal end, chemical stress from chemical solutions, or the like. Eventually, moisture invaded under the light guide lens which led to corrosion. However, the reported fault was likely a result of wear and tear for light guide lens and insufficient reprocessing for foreign material at distal end. User may be able to detect the event by handling device in accordance with the following IFU. IFU: tjf-q190v operation manual 3.3 inspection of the endoscope states detection methods. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited foreign material inside the light guide lens. There were no reports of patient involvement.